Manufacturer narrative:
A ge service representative performed an on site investigation. The handle was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the workstation handle bolts broke causing handle to come off. This may have caused difficulty in transporting the system. The system remained operational. There is no report of injury or death associated with this event.